Event description:
It was alleged that the brake/steer was difficult to engage which lead to a nurse straining her ankle and back. Hospital maintenance inspected the stretcher and applied oil to the pedal. It was also alleged that the nurse's shoes were causing strain and she was also pushing the stretcher up a ramp and around a corner while attempting to engage the brake/steer pedal. The nurse went to the employee health clinic in the hospital and first aid was applied. Details of the first aid are not known, however no prescriptions were given and no follow up treatment was needed. There were no additional injuries alleged.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the brake/steer was difficult to engage which lead to a nurse straining her ankle and back. Hospital maintenance inspected the stretcher and applied oil to the pedal. It was also alleged that the nurse's shoes were causing strain and she was also pushing the stretcher up a ramp and around a corner while attempting to engage the brake/steer pedal. The nurse went to the employee health clinic in the hospital and first aid was applied. Details of the first aid are not known, however no prescriptions were given and no follow up treatment was needed. There were no additional injuries alleged.

Event description:
It was alleged that the brake/steer was difficult to engage which lead to a nurse straining her ankle and back. Hospital maintenance inspected the stretcher and applied oil to the pedal. It was also alleged that the nurse's shoes were causing strain and she was also pushing the stretcher up a ramp and around a corner while attempting to engage the brake/steer pedal. The nurse went to the employee health clinic in the hospital and first aid was applied. Details of the first aid are not known, however no prescriptions were given and no follow up treatment was needed. There were no additional injuries alleged.